Event description:
Consultant reports surgeon was inserting 6mm matrix mid face screw into medial maxillary buttress on the right side when a portion of the screw head broke off. Surgeon used surgical suction to remove the broken fragment. Screw shaft remains in patient. Procedure was completed with no further problem, reportably, no harm to patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.